Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient said they were in pain but didn't say from what. Patient also said their healthcare provider's (hcp) office said to change their bandages, but now the hcp said not to and they aren't sure what to do. Patient was advised to connect with their hcp. The next day, patient said they weren't able to void in the middle of the night. They usually have to increase stimulation in the morning and had questions about stimulation; patient was concerned. On (B)(6) 2016, patient said the right side of their stomach was hurting really bad so they were advised to decrease stimulation. Four days later, patient has pain, is stick to their stomach, and didn't eat for 2 days; this took place on (B)(6). No device issue and no further patient complications have been reported as a result of this event.